Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy bleeding clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), pelvic pain ("pain are just getting worse") and menstrual disorder ("periods are just getting wore"). At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia, menstrual disorder and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : menorrhagia, pelvic pain, menstrual disorder. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.